Event description:
A caller reported a power source alert 07 while using a tandem wall adaptor, although they were not using the tandem charging cable at the time. The customer¿s blood glucose level did not exceed 500 mg/dl and remained stable. The issue was resolved after the customer plugged the adapter into a wall outlet for at least 30 minutes, allowing the pump to begin charging again. No further assistance was needed.